Event description:
It was reported to medtronic minimed that the customer reported an open book image, a frozen display, the keypad not responding, and a blank display due to the pump not having power. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for a critical pump error and explained that the pump had performed safety checks and an error was found. The pump did not show any signs of damage. The customer was instructed that the pump would be replaced. Troubleshooting was performed for a keypad anomaly; there was no response from any button. Troubleshooting was performed for a beep anomaly; the customer reported a faint beep tone. Troubleshooting was performed for a display issue, and the customer stated that the battery cap contacts, battery compartment, and/or springs were not damaged. The customer was using the correct battery cap for the pump. The display was blank for less than 30 seconds and then did not return. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with display anomaly-flashing mdt logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to display anomaly-flashing mdt logo. No alarm-aa99-critical pump error, display anomaly-blank display or display anomaly-frozen screen noted. Unable to test for activation-keypad/button unresponsive, alarm-audio/vibrate anomaly/absence of alarm or power problem-battery loss due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump due to display anomaly-flashing mdt logo. Unable to generate the power management graph or perform the history review 1 week from the event date 02-dec-2025 due to display anomaly-flashing mdt logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, corroded keypad flex traces, and moisture damage on the motor. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Unable to perform the required testing due to display anomaly-flashing mdt logo. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Alarm-aa99-critical pump error not confirmed. Display anomaly-blank display not confirmed. Activation-keypad/button unresponsive unknown. Alarm-audio/vibrate anomaly/absence of alarm unknown. Display anomaly-frozen screen not confirmed. Power problem-battery loss unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.